Event description:
While performing a pars plan vitrectomy 27ga, the silicone tip from the alcon 27ga soft tip cannula ((B)(4)) lot 981858m came off inside the left eye of the pt. Physician noticed the tip had come off in the eye and was able to retrieve the tip in its entirety. No adverse effect to pt.